Event description:
Subsequent to the previously filed medwatch report, additional information was received: none of the additional returned proglide devices that had been returned are associated with the initially reported procedure that occurred on (B)(6) 2021. This event reports the returned device for a perclose proglide, lot# 9091141. This returned device issue was determined to have occurred during a separate procedure on an unknown date. There was other no reported information on this complaint device. Analysis of the returned device found the anterior cuff was ejected from the anterior foot pocket. The link was attached to both cuffs. The posterior needle tip was ejected from the posterior needle shank and was returned engaged to the posterior cuff. A device in this condition would not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as an anterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similar incident review could not be completed as similarity could not be determined because a specific failure mode was not provided. Although a specific failure mode was not provided, the returned device condition indicates an anterior needle to cuff miss occurred. However, a conclusive cause could not be determined as information regarding the device received was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b3: estimated date of eventb5, b6, b7.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as an anterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a specific failure mode was not provided, the returned device conditions indicates an anterior needle to cuff miss occurred. However, a conclusive cause could not be determined as information regarding the four additional devices received was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an a abdominal aortic aneurysm (aaa) interventional procedure. The seldinger technique was used with a .035 x 260 cm hydrophilic guide wire. Reportedly, there was no suture present when the needle plunger was removed after deployment. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 22f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Additionally, the sutures of two proglides had been successfully pre-placed and used to achieve hemostasis successfully in the left common femoral artery (lcfa). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequently, four additional proglide devices were received related to this event with no reported information available. Analysis of the returned proglide devices noted that there was blood in and on the proglide devices. Three had link breaks and one had the suture pulled out of the device (cuff miss). Devices in this condition would not have achieved hemostasis. No additional information was provided.